Manufacturer narrative:
The pump passed the operating currents and displacement test. However, the pump alarmed compromised force sensor system during the prime test and motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. No weak battery or low battery alerts were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error. Customer's blood glucose was 368 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.